Manufacturer narrative:
(B)(4). The lot# was provided, so the device history record was reviewed and no abnormalities were reported during production. The original box in which the issue sample was in, was not provided for evaluation. Five mask samples were received and evaluated. No anomalies were reported. All finished goods are made from qualified material that is tested before use. Final finished product must meet product specification and process requirements before final release to salable inventory.   Based off of the sample evaluation, a root cause could not be determined. We will continue to monitor complaints for any unfavorable trends.

Event description:
Upon putting the mask on, physician noted that it appeared to be in a new box. After about 10 minutes of wearing the mask his face and ear itched, he also noticed a hive behind the left ear. He took off the mask and washed his face and took benadryl. As the day progressed, the hives spread to his arms, then torso, and then legs. After about 4 to 5 hours without improvement he was given some IV steroid. This did not result in improvement at which point he went to the ER, and was given IV benadryl and IV pepcid which caused the hives to resolve. He was in the ER approximately 90 minutes, and was discharged home at approximately 9 pm. He had hives later on that evening (midnight to 1 am) ¿ was treated again with IV benadryl and IV steroid. He is not certain that the mask was responsible for his symptoms, but believes it is one of the possibilities.